Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device deficiency. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. It should also be noted that the patient was considered in a high risk category for dvt. A high risk category for venous thrombosis patient experiences symptoms of dvt. Diagnosis was confirmed by sonography in of the femoral vein, popliteal and tibial vein with partially complete vascular occlusion before catheter removal. Even though information about treatment was not provided, event assessed as serious based on spread of thrombosis and evidence about clinical symptoms. Even the patient was in high risk of dvt, event was discovered in relevant vasculature (presumably r) before catheter removal, so it is probably that zoll catheter contributed to dvt.

Event description:
It was reported to zoll (B)(4) that during a temperature management therapy a thrombosis was observed in a (B)(6) male patient, who was hospitalized for therapeutic ivtm for normothermia. The patient's temperature prior to treatment was 40 degrees celsius. There were no adjunctive temperature management or relative procedures performed on the patient. Medications were prescribed to the patient. The ivtm console was set to max mode. The desired target temperature for the patient was 37.5 degrees celsius when the issue was noted. There were no system alarms noticed during treatment. A zoll icy catheter was successfully placed into the right side of femoral vein by an (medium) experienced physician, single attempt. Insertion attempt was smooth. The dwell time of the zoll catheter was 3 days when the thrombosis was discovered before removing the catheter. The patient was in a high risk category for venous thrombosis. The current condition of the patient is thrombosis in vv. Femoralis, poplitea and tibialis.